Event description:
5 mm endograsper jaws were broken, unable to close while in pt. Port and grasper were removed same time. After looking closer was noticed screw was missing. Dr notified and flat plate of abdomen was done.